Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages/check te pad messages/ asystole event) was confirmed. Upon investigation the driven ground was found to be defective due to a defective esd 3 component. The root cause for the defective esd 3 was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving "check therapy pad" messages, "adjust belt" messages, and false asystole events.